Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the anatomy, while positioning the clip grasping attempts were unsuccessful. Following several attempts one of the grippers would not drop. The cds was replaced, and two clips were implanted reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close for gripper actuation issue (one gripper failed to lower) and observed one gripper arm cover to be pinched by the harness. Also, the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported inability to lower a single gripper appears to be due to the harness pinching the gripper cover. A definitive cause for the harness pinching the cover cannot be determined. Also, a cause for the observed torn clip cover could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h6: device code 1158 deleted.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The grasping attempts were unsuccessful as the physician was unsatisfied with the mr reduction; however the leaflets were able to be grasped.